Event description:
During baxter's functionality testing, a spectrum pump had door not fully latched alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were reproduced and confirmed through evaluation. This condition was determined to have been caused by a link switch which was slow to respond. The lower auxiliary assembly, including the lower link switch, was replaced.